Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed a small white particle in the syringe after removing air from the cartridge. The small white particle was identified as part of the fill septum. There was no reported impact to the customer's blood glucose level.